Event description:
It was reported that prior to starting a da vinci s surgical procedure the permanent cautery hook instrument was not recognized. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode, as evaluation found that the instrument was successfully recognized when installed on an isi in-house is3000 system. The pogo pins do not stick and are not contaminated. The instrument also passed dallas chip program dcp verification testing. Unable to replicate recognition issue. Engineering evaluation also found that the instrument is broken at the proximal clevis to the main tube interface. The clevis is dislodged from the main tube as a result. Both the proximal clevis and main tube are missing pieces. Engineering concluded that the damage is likely due to overloading at the tip. The entire ceramic sleeve is also missing from the yaw pulley. The sleeve likely broke off in multiple pieces. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. If additional information is received, a follow-up medwatch report will be submitted.